Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital for a nonrelated issue. Upon interrogation, the pulse generator exhibited back-up vvi operation. Device image was attempted several times, unsuccessfully. An ECG revealed intermittent output that resulted in the patient having periods of asystole. A temporary pacemaker was applied until the device was explanted and replaced. The patient was stable post procedure.